Event description:
It was reported that the nurse had two devices both prime and stop when the nurse began the therapy. The nurse had already changed the pads as well. SN (b)(6) The Flow Rate was 0lpm, disconnected and reconnected pads using proper technique. The system diagnostics were as follows: System hours were 1119, Pump Hours were 1011, Inlet Pressure was -0.1psi, Circulation pump command was 100 percentage, Flow Rate was 0lpm. The nurse explained we can try to test the other device or put the device in manual control and test each pad. They declined these options and will have biomed pick up the devices to test and/or replace the circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.All available UDI information is being provided.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.